Event description:
It was reported that the patient notifier was tested during a routine device check. Upon interrogation, notifier did not produce vibration. Patient is scheduled to be monitored. Patient condition is good.